Manufacturer narrative:
This MDR is no longer needed. (B)(4), was submitted for this device as this device was previously reported under (B)(4).

Event description:
It was reported that large volume pump (lvp) display board needed to be replaced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that large volume pump (lvp) display board needed to be replaced.